Manufacturer narrative:
Zoll has not received the console in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The patient's body temperature at the initiation of cooling was 38°c. Cooling was started at around 1800 and the issue was noted at 0630 the next day as the patient was unstable. The saline bag was noted to be nearly empty. The fluid bag had no issues until that exact moment when the console stopped working and recorded air in line. The thermogard xp ivtm system was stopped as soon as they noticed. Adam aspirated the lines to check for blood / fluid to see if the balloon had burst, whilst the doctors were present. A balloon rupture is suspected in the icy catheter (lot 186502). Another line was not inserted. The catheter was removed by the day team. No harm to the patient. Prior to the catheter leak, on assessment of the patient, the red pinwheel of the start-up kit (suk) (lot unknown) was not rotating. No issue with the catheter was noted at the time. There was kaltostat (alginate dressing) on top of the line, under the dressing, as the patient was bleeding a lot. Adam noted that one of the tubes of the suk was trapped in the lid. After adjusting the tube to free it up, the suk worked fine and the pinwheel was spinning all night, until the console was stopped around 0630 due to the catheter leak. The customer also reported that during the therapy prior to the catheter leak, the first thermogard xp ivtm system (sn unknown) stopped working and a second console was used to continue treatment. Please see the following related MFR report: MFR #3010617000-2023-00949 for the icy catheter.